Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: does this user typically use an ems in laparoscopic gastric bypass procedures? Yes, at the end of the procedure in preventive purpose to prevent ileus. What is meant by device was used to close the slits? They use the ems to close the mesenteric pockets to prevent ileus in the future. So they are closing the pockets in the mesentery with ems. What type of tissue was the device used on? Fat. What was the cause for the bleeding? The clips were loaded multiply instead of one by one and the instrument was stuck in the tissue. At the same time, they heard some voices and the head of the ems was loose and broken. So they could not remove the instrument from the patient. They then used harmonic to resect the part that the ems was stuck on and it was then the bleeding occurred. How much blood was lost (ml)? Unknown

Event description:
It was reported that during a laparoscopic gastric bypass procedure,the device was used to close the ¿slits¿. At the first firing, the instrument and the clips were stuck in the tissue. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one ems device was returned non-functional. The device was disassembled to verify the integrity of the internal components; the return spring was found disengaged from the driver link, as a result of the driver link being broken. Although no conclusion could be reached as to how the damaged to the driver link occurred; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.